Manufacturer narrative:
Initial and final MDR 1928194 - MDR 3003442380-2024-18343 - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 15-may-2024, it was reported that patient faced three infusion sets leakage at site. Infusion set was used for 1 -2 days. The blood glucose was reported 14 - 15 mmol/l. Patient replaced infusion set and resumed insulin successfully. No further information available.